Event description:
Related manufacturing ref: 2184149-2022-00103, 2184149-2022-00105. During an atrioventricular nodal reentrant case, the user switched from cryo to rf and received a 999-impedance error on the generator. Patch placement was confirmed and replaced with good communication between the generator and amplifier. The cables were inspected, reseated, rebooted the amplifier, generator, tactisys and the dws which did not resolve the issue. The catheter was replaced with one from a different lot and attempted a second se port, but the issue remained. The case continued by switching back to cryo with no patient harm.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident remains unknown.